Event description:
End user reports red bumps with weepy skin and itching under tape collar for a few months. Pt has experienced poor seal using wafer. Normally changes wafer daily or every 2 to 3 days. Uses baby wipes on skin to clean and no other products. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Common device name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer.